Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿stent not expanding' regardless of the patient outcome. The complaint was reported as follows: when trying to re-adjust, the flange wouldn't open because the thread was stretched on one side. Product won¿t return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the device has not been returned for evaluation therefore a document based investigation has been carried out. The cause of the complaint could not be conclusively determined. The customer complaint has been confirmed based on the customers¿ testimony and review of images provided. Prior to distribution all evo-20-25-8-e devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the relevant batch/lot revealed no discrepancies related to this complaint issue. The component involved in this complaint is the esophageal stent. The stent as supplied by the vendor, when received at cook ireland, is subjected to 100% incoming inspection and functionally tested for compliance to the specified drawings. A review of the incoming quality control records for the component did not reveal any discrepancies which could have contributed to this complaint issue. This failure mode is also considered in the risk document ¿potential failure mode of 'stent doesn¿t open to the correct size¿, with the ¿potential causes of failure: loop interferes with stent opening.¿ design verification testing has been carried out as a control for this failure mode. As per feedback from product development engineer ¿ ¿the images show the sutures on the proximal end of the stent are displaced. Also, the stent crowns are close to one another. This has resulted in the proximal end of the stent not fully expanding. The most probable cause of failure of this complaint is due to the lasso loop.¿ however as the device was not available for evaluation this cannot be conclusively determined. It was noted in the complaint that ¿the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends. This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for ¿stent not expanding' regardless of the patient outcome. The complaint was reported as follows: when trying to re-adjust, the flange wouldn't open because the thread was stretched on one side. Product won¿t return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence the device has not been returned for evaluation therefore a document based investigation has been carried out. The cause of the complaint could not be conclusively determined. The customer complaint has been confirmed based on the customers¿ testimony and review of images provided. Prior to distribution all evo-20-25-8-e devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the relevant batch/lot revealed no discrepancies related to this complaint issue. The component involved in this complaint is the esophageal stent. The stent as supplied by the vendor, when received at cook ireland, is subjected to 100% incoming inspection and functionally tested for compliance to the specified drawings. A review of the incoming quality control records for the component did not reveal any discrepancies which could have contributed to this complaint issue. This failure mode is also considered in the risk document ¿potential failure mode of 'stent doesn¿t open to the correct size¿, with the ¿potential causes of failure: loop interferes with stent opening.¿ design verification testing has been carried out as a control for this failure mode. As per feedback from product development engineer ¿ ¿the images show the sutures on the proximal end of the stent are displaced. Also, the stent crowns are close to one another. This has resulted in the proximal end of the stent not fully expanding. The most probable cause of failure of this complaint is due to the lasso loop.¿ however as the device was not available for evaluation this cannot be conclusively determined. It was noted in the complaint that ¿the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When trying to re-adjust, the flange wouldn't open because the thread was stretched on one side. Product won't return.